Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and multiple insulin pump error alarm. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer was advised to insert battery correctly and display ID returned. Troubleshooting was done for pump error alarms. Customer was able to clear the alarm. Customer stated that they did not received rewind request. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify a32 and e22 due to blank display. Device received with corroded battery tube, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.